Event description:
It was reported by the customer that during an oral procedure, the bur guard melted onto the handpiece. There was no patient injury reported by the customer.

Manufacturer narrative:
The hand piece was returned and evaluated at the manufacturer. The alleged condition could not be duplicated when tested, the hand piece ran according to specifications.